Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 496 mg/dl. The customer also had blood on site but it did not show signs of infection and was not actively bleeding. The customer declined troubleshooting for the high blood glucose. The customer's blood glucose had already gone down to 74 mg/dl. The customer will be sent a set replacement.